Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. There are "black and blue ink-like blotches" under the meter display. There was no outer physical damage to the screen. The customer claims the results field is impeded by the black and blue splotches. There was no actual misinterpretation of results.

Manufacturer narrative:
The customer's meter was received for investigation. After powering on the meter the visual inspection of the display showed several black lines and spots. The lines and spots on display do not obscure areas where patient results are displayed and the results are clearly readable. There were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly was found to be defective. Medwatch fields d9 and h3 were updated.